Event description:
Admission diagnosis of bilateral capsular contractures of breast with silicone disesae. Dx pt underwent trans-abdominal muscle mammary graft to (l) chest wall. Surgeon felt (r) implant bleeding gel with outside saline envelope empty. Pathology report shows both implants to be intact.